Manufacturer narrative:
As reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The mynx vascular closure device was used during a percutaneous transluminal coronary angioplasty (ptca) procedure via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis sheath introducer. The vessel diameter was greater than 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and no vessel stenosis greater than 50% was observed at the access site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vascular closure device and had used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both found fully depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. An attempt to perform a simulated deployment test was executed; however, it could not be completed as the unit was returned already actioned, with both buttons fully depressed and without the sealant available, preventing execution of the simulated deployment test. Additionally, it was noted that the core wire was misaligned from its expected manufactured position, which is inconsistent with the expected design and functional behavior of the unit. Therefore, a product engineering team (pet) review was conducted. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted to the mechanism. However, an additional condition of ¿balloon-retraction jam¿ was noted as the balloon was not retracted with button 2 fully depressed. The exact cause of the issue experienced with button 1 could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Regarding the balloon retraction jam, the device was received with button 2 depressed and the balloon not retracted, which is inconsistent with the expected design and functional behavior of the unit. Internal mechanism review attributed this condition to core wire misalignment within the handle. During the pet physical review of the unit, it was concluded that the condition may be classified as a user-end procedural deviation. The balloon retraction jam observed in the returned unit is most likely attributable to an out-of-sequence operation, which is adequately addressed in the current IFU, rather than a design or manufacturing defect. Per the IFU, which is not intended as a mitigation, step 3: remove device states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ additionally, the IFU instructs during button 1 depression step, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, pet review, nor the available information suggests that the issue experienced with button 1 or the observed condition of the misaligned core wire are related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. However, the condition of the balloon core wire was referenced under an existing risk assessment, to which an awareness training had been provided.

Event description:
As reported, button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. The mynx vascular closure device was used during a percutaneous transluminal coronary angioplasty (ptca) procedure via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis sheath introducer. The vessel diameter was greater than 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and no vessel stenosis greater than 50% was observed at the access site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vascular closure device and had used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.